Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A total of two watchman access systems and three watchman delivery systems were used. The physician was being guided by a proctor during each deployment but was having difficulty landing the device without losing ground proximally. The final position of the 24mm closure device met release criteria and the closure device was released. A final scan for pericardial effusion was done using transesophageal echocardiogram (tee) and no effusion was noted. Two days later, while still in the hospital, the patient suffered a pericardial effusion and had to go to surgery for a pericardial window. The patient was discharged two days later.